Event description:
During the disconnection of the aorta the jaw wouldn't open for about 10 minutes. When the jaw finally opened the top of the jaw became loose and the shank became completely unstable. Additionally, there was no injury to the patient or healthcare professional.